Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was variable and the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range.

Event description:
It was reported a lead alert was triggered due to low impedance on the right ventricular (rv) and superior vena cava (svc) coils of the right ventricular lead. An xray was taken and, upon review, noted that the coils were in close proximity to one another. The doctor had chosen to leave a loop in the lead at implant to allow for the growth of the patient. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.